Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No motor error alarm or no delivery alarm noted. Motor passed motor test. Pump had minor scratched display window.

Event description:
Customer reported via phone call to have received excessive motor error alarms and no delivery alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was lowered to 143 mg/dl from 467 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month. Customer was advised that insulin pump would need to be replaced.